Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners. No button error alarms noted. All the buttons did function properly. However moisture damage noted on the keypad traces.

Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 118 mg/dl. Customer stated that this alarm has occurred three times in less than year. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.